Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. A temperature verification test was performed and the device passed. The pneumatic system was tested and all pressures were found to be correct and stable. The device was cycled on and off multiple times with no issues. An inspection of the door assembly found the door piston foam to be deteriorated. A review of the event history log of the device found nothing related to the reported issue. The device was sent for servicing. The cause of the reported issue was determined to be the deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.